Event description:
It was reported that 4 bd safetyglide¿ needles were clogged, and experienced difficult plunger movement. The following information was provided by the initial reporter: the needles are not allowing a smooth injection, either there is a complete blockage or significant force is required. I pulled 1 needle from the remaining boxes, and 2 out of the 4 boxes remaining were completely blocked I am confident that if I were to go through the remaining supply of that order, I would find a significant amount of defective needles. This has been going on for a minimum of a week.

Manufacturer narrative:
H6: investigation summary it was reported that the needles were clogged. To aid in the investigation, five samples were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Two samples expelled the solution with a normal flow. Three samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd safetyglide¿ needles were clogged, and experienced difficult plunger movement. The following information was provided by the initial reporter: the needles are not allowing a smooth injection, either there is a complete blockage or significant force is required. I pulled 1 needle from the remaining boxes, and 2 out of the 4 boxes remaining were completely blocked I am confident that if I were to go through the remaining supply of that order, I would find a significant amount of defective needles. This has been going on for a minimum of a week.